Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. It was noted that it was a gradual rise. Technical services (ts) was consulted and discussed possible reprogramming options. Ts mentioned that if the shock impedance keeps rising, a lead replacement is recommended. The field representative will further discuss this with physician. This rv lead remains in service. No adverse patient effects were reported.